Event description:
It was reported that the right ventricular (rv) lead was dislodged. The rv lead was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Event description:
It was reported that the right ventricular (rv) lead was dislodged after initial implant. The rv lead was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported event was dislodgment. As received, a complete lead was returned for analysis. As received, a complete lead was returned with its helix fully extended and within product specification for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.